Event description:
Paramedics tested pt and received a blood glucose result of 469mg/dl. The pt was transported to the hosp where they received a lab result of 12mg/dl. Customer stated controls were in range, no values were given. A request was made for the return of the suspect device and replacement product was sent.